Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of prime/fill anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the fill cannula kept changing on its own. The customer stated for 2 occasions, the pump would have given him 5 units instead of 0.5 units. The product was not returned for analysis.